Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected there is resistance during stent deployment and afterward the wire broken, the stent cannot be deployed. User changed to a new one to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) ans. While inserting the evolution in the patient. 2. What endoscope type and channel size was used? Ans. Olympus 260 with 4.2. 3. What was the position of the elevator? Was it opened or closed? Ans. Close. 4. Details of the wire guide used (diameter, type, make)? Ans. Metii-35-480. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Ans. Yes. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Ans. No. 7. Please advise the anatomical location of the intended target site. Ans. Bile duct. 8. How long was the stent in the patient by the time this complaint occurred? Ans. None. 10. If yes, how often was this completed? Ans., n/a. 11. Did the patient require any additional procedures as a result of this event? Ans. No. 12. What intervention (if any) was required? Ans. N/a. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Ans. N/a. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Ans. No. 15. If yes, please specify what was observed and where on the device it was observed. Ans. N/a. Stricture information: 1. What was the length and diameter of the stricture? Ans. 3-4cm. Diameter 5mm. 2. Where was the stricture located in the body? Ans. Bile duct. 3. Was there resistance felt passing wire guide through stricture? Ans. No. 4. Was there resistance felt passing the evolution through stricture? Ans. No. 5. Was the stricture dilated before stent placement? Ans. Yes. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? Ans. Yes. 2. Was resistance felt during insertion into patient? If yes, at what point? Ans. No. Questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? Ans. Stent cannot be deployed. 2. Was the directional button pressed during use? Ans. Yes. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Ans. Yes. 4. Was the yellow marker kept in view during deployment? Ans. Yes. 5. Are images of the device or procedure available? Ans. Yes.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2331693 involved in this complaint was returned for evaluation open in its original packaging. With the information provided, a physical and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 20 jan 2026. On evaluation of the returned device, the following was observed: visual inspection: device returned with protective tubing red marker at first dimple directional button in deploy position safety wire returned in place. Functional inspection: 0.035 inch wire guide passes through zip port with no issue actuating fine for deployment and recapture unable to deploy stent handle open , outer sheath separated from shuttle all other components intact safety wire removed with no issue. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A potential root cause could be attributed to a possible difficult patient anatomy. The user has stated that resistance was felt during the attempted stent deployment. It is possible that an unfavourable delivery path caused a build-up of pressure within the device. This build up could have caused the resistance while attempting deployment which in turn could have led to the sheath tube separating from the shuttle cap and inevitably, the inability for the stent to be deployed. Another possible root cause may be attributed to potential inconsistencies in the coating process. Inconsistencies in the coating process may have led to higher friction forces for the larger stent sizes. This higher friction force may have contributed to a need for a higher deployment force causing the outer sheath seperation from the shuttle cap and inevitably led to the inability to deploy the stent as reported by the user. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial complaint reported, the user detected there is resistance during stent deployment and afterward the wire broken, the stent cannot be deployed. Confirmed quantity of 01 x used device. No adverse effects to the patient were reported. The user changed to a new device to complete the procedure. Investigation findings conclude that a possible root cause could be attributed to a possible difficult patient anatomy.

Event description:
A supplemental correction report is being submitted following a review of this complaint file to update imdrf g code after completion of investigation on 11-feb-26.